Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was implanted to treat a 5cm stricture within the lower bile duct of a patient (exact implant date unknown). At a later, unknown date, the complainant noted that the stent had become occluded due to a restenosis. It is unknown if the patient presented with any signs of a restenosis, or if there was any relevant medical history. The physician used another device to treat the condition. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4). Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.